Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient reports that in july of this year as she was doing her morning stretches and exercises her hip "popped apart." X-rays found the constraint ring dislodged and metalosis, so she was revised.